Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode therapy were programmed off due to the electrode being dislodged and migrated nearly horizontal across this patients chest. The physician placed this patient in a life vest. This s-ICD remains implanted at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode therapy were programmed off due to the electrode being dislodged and migrated nearly horizontal across this patients chest. The physician placed this patient in a life vest. This s-ICD remains implanted at this time. No additional adverse patient effects were reported. Additional information was received that this s-ICD system was explanted and replaced with a transvenous device system. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.